Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a power on reset. An interrogation was performed to clear the alert and reprogram the device. The plan is to replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the power on reset that was recorded on the save to disk file. There was no new por recorded at the laboratory. The analysis was terminated since no new power on reset occurred and the failure could not be reestablished. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted.